Event description:
It was reported that the left ventricular lead exhibited high impedance. The lead remained implanted.

Event description:
New information noted that on (B)(6) 2014, the lead exhibited an increase in capture threshold. Device reprogramming was performed.

Manufacturer narrative:
(B)(6).